Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim and medical records received august 24, 2017. Update xrays received 09-13-2017. Revision due to infection. Pain, extensive synovitis, loose tibial component unknown interface is also indicated within the revision notes. Correctional facility forms indicate the patient is experiencing, pain, swelling, heat and popping of the left knee. On 8-24-2017 medical records and claim letter have been reviewed. (B)(6) 2014 primary operative notes indicate the patient received a left total knee arthroplasty due to left knee osteoarthritis. Please note, within the primary operative notes in the procedure section it is documented that the procedure was for a right total knee; with further review of the operative record and implant record, it has been determined this is a clerical error and the patient did in fact receive a left total knee arthroplasty on (B)(6) 2014 and not a right. The patient has however also received a right total knee arthroplasty previously as notes in the indication section of the primary left operative record. This procedure was completed without indication of complication by the surgeon. Post op x-rays reveal the prosthetic components are in expected position without signs of immediate complications. (Products implanted at this surgery pg 59) correctional facility forms indicate the patient is experiencing, pain, swelling, heat and popping of the left knee. (B)(6) 2016 revision note indicates the patient received a left total knee explant with placement of articulating antibiotic spacer due to infected left total knee arthroplasty. Revision notes indicate extensive synovitis noted by the surgeon. The tibia was noted to be grossly loose. This procedure was completed without indication of complication by the surgeon. Post op x-rays reveal there is no evidence of immediate complications. No fracture or malalignment. (Products implanted at this surgery pg 42) (B)(6) 2017 revision note indicates the patient received a left revision total knee arthroplasty ¿ explant of antibiotic spacer and revision due to left total knee failure secondary to infection treated with antibiotic spacer. This procedure was completed without indication of complication by the surgeon. Post op x-rays reveal there is no evidence of immediate hardware complications. No fracture or malalignment. (Products implanted at this surgery pg 21) updated 9-21-2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.